Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aortic neck had severe angulation of 60 degrees and the vessels had severe tortuosity. The stent graft system was implanted and upon final angiogram, there was a type 1 endoleak. The physician elected to balloon the stent graft with a reliant stent graft balloon; however, the endoleak did not resolve. The physician placed a talent aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Secondary intervention - eval results: pt's condition affected effectiveness of device (severe angulation (60 degrees) of the aortic neck and the vessels had severe tortuosity). Inherent risk of procedure (endoleak). Conclusion: device failure/lack of effectiveness related to pt condition.